Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed dried blood/body fluids throughout and surrounding the helix mechanism. The conductor coils were deformed at 247, 277 and 321 mm from the terminal pin and the insulation was bunched at 761 mm from the terminal pin. Analysis concluded the lead was electrically continuous and the lead damage was likely induced during the removal procedure.

Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon completion of the analysis or should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported. During implant procedure a (B)(4) was not possible to fix with good measurement, this lead was unfortunately disposed in the hospital. The patient is fine.

Event description:
- -